Manufacturer narrative:
The returned device was evaluated and the received device was fully deployed and the pink slide insert was seen in the viewing window. No damages or defects were observed with the needle mechanism that would cause the cannula to retract. The device data did not show any pulse width increases or struggle during the run and was deactivated at 2112 pulses. The exposed portion of the soft cannula was found to be bent. Investigation found the damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. It could not be conclusively determined when or what caused the damage to the exposed portion of the soft cannula. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400. 17845-5a-aw rev b 09/17.  Changing your pod. Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.  Checking your blood glucose. Chapter 4 / page 36:  warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. In addition, it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient administered a correction of 30 units of insulin via syringe and changed the pod.